Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.0-11.3cm and 22.6-23.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 20.6-21.7cm from the distal tip. The etfe coating was abraded at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.